Event description:
It was reported that the system had a cine disk not available error and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was installed during the service call. The system was tested and found to be working as intended and put back into service.